Event description:
It was reported that a clearlink continu-flo solution set was observed with a disconnected luer. This was observed while the customer was testing the connection by tugging on the product. There was no patient involvement, as this event was observed during testing and prior to patient connection. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.